Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that in (B)(6) 2014 she noticed her ins moved and it was not effective. The patient stated she went to her healthcare professional¿s (hcp) office and he told her he could ¿tact¿ it. The patient reported she had not used the therapy since 2015. The patient was to follow up with her hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.